Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that the syringe 1.0ml 28ga 1/2in 10bag 500 bdd was unable or difficult to aspirate. The following information was provided by the initial reporter: material no: 329410, batch no: unknown. Customer stated she's getting a lot of air bubbles when drawing the medication. Her issue seem to be with the draw of the syringe and air bubbles forming. Medication: b-12. Catalog: 329410. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. Investigation summary: customer returned (7) loose 1cc, 12.7mm syringes. Customer states that they had drawing issues and bubbles forming. All returned syringes were tested and all were able to draw an expel properly without any observed defects. Unable to perform DHR check for difficult to perform function and air bubbles due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the syringe 1.0ml 28ga 1/2in 10bag 500 bdd was unable or difficult to aspirate. The following information was provided by the initial reporter: material no: 329410, batch no: unknown. Customer stated she's getting a lot of air bubbles when drawing the medication. Her issue seem to be with the draw of the syringe and air bubbles forming. Medication: b-12, catalog: 329410, date of event: unknown.